Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (359 mg/dl). The customer changed her cartridge/ site/tubing, and bg levels came down to target.